Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one partial suture and one needle. The needle was attached to the suture. The suture was returned broken in the barbed section with the loop end missing. The suture length was measured with a metal yard stick, calibration asset: nh02505, and was determined the length to be 10 inches. The original suture length according to the product description was 12 inches. It was reported that the sutures broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 15 minutes into the laparoscopic partial nephrectomy, while suturing renal parenchymal, the thread of three sut ures broke. The issue was resolved by replacing the broken sutures with a new one of a different model and lot number. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: vlocl0315, vlocl0315 v-loc 180 2-0 grn 30cm gs21, (lot number: a3l2066vy) vlocl0315, vlocl0315 v-loc 180 2-0 grn 30cm gs21, (lot number: a3l2066vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.